Manufacturer narrative:
The product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Additional information has been requested. (B)(4).

Event description:
A doctor of ophthalmology reported that during a cataract extraction with an intraocular lens (iol) implant surgery, the plunger of an injector went over the iol and the iol was inserted upside down. The surgeon decided to leave the implant in the eye due to the patient has a history of a small pupil and endothelial dystrophy. Additional information has been requested.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).